Event description:
Info received indicates the head section will not go up.

Manufacturer narrative:
The tech found the CPR valve is stuck due to contamination in the hydraulic fluid. The tech replaced the CPR valve to repair the bed.